Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photo was evaluated, and a needle that had retracted only partially was observed. The customer sample was evaluated, and partial retraction was not observed as the needle retracted fully and remained locked out. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on the investigation, the customer¿s indicated failure mode for partial retraction was observed by bd pas during evaluation. Based on the investigation, a root cause could not be determined.

Manufacturer narrative:
Investigation: it is unknown if a sample will be returned for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the safety mechanism of the 23 g x 0.75" bd vacutainer® ultratouch¿ push button blood collection set failed to function properly and left the needle exposed. There was no report of injury or medical interventions.